Manufacturer narrative:
Investigation completed on (B)(6) 2018. The device history record reviewed for the part of a3059 mayfield skull clamp (3539700) with serial # (B)(4) was manufactured on 04-apr-2017 with no abnormalities relating to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The complaint not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit would not have slipped.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical coordinator reported that on (B)(6) 2018, the mayfield composite series skull clamp became loose during a posterior cervical decompression and fusion procedure. The skull clamp with pins was applied prior to surgery with clamp set of (B)(6) pounds per square inch (psi). During the procedure, the clamp spontaneously went from 65 psi to 40 psi causing the fixation to loosen and the patient¿s head slipped that resulted to head laceration. The laceration was found at the end of the procedure when the patient was repositioned from prone to supine. Additional information indicated that the laceration was at the posterior pin site on the left side of the scalp and it was closed with staples. Further, the patient was in good condition.